Manufacturer narrative:
Received only catheter. The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, the exterior of the sample was inspected and found no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with 5cc of water using the normal fill technique and the balloon inflated without difficulty in 9 seconds and 5 seconds and the inflation funnel did not balloon out during inflation. The balloon was then deflate and re-inflated again using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was then dissected and did not find anything to contribute to the reported problem. Dimensional evaluation eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 9/32", eye snip distance from proximal cuff 9/32", rubberize thickness 10 thou, reinforcement 165 thou, inflation funnel thickness 120 thou, balloon thickness (average) 22 thou, inflation lumen coverage 13 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that it was difficult to inflate the catheter's balloon during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the catheter's balloon during pretest.